Event description:
Patient underwent full revision surgery due to high impedance. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.